Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that an angio-seal was deployed post procedure. Sometime after the procedure (date unk) an ultrasound revealed a pseudoaneurysm. Direct pressure was applied and no other complications were noted. Additional information was not available. The name of the physician who deployed the angio-seal is unknown.